Manufacturer narrative:
The coolgard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during patient use, coolgard 3000 ivtm system, (B)(4) generated mid 09 (air trap assembly) error message. Customer was unable to clear the mid:09 error message. Following this, the patient was switched to alternative temperature management. No known impact or consequences to the patient was reported. No additional information was provided.